Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing knee implant loosening.

Manufacturer narrative:
This information was reported in error on initial MDR #1822565-2016-01271 on (B)(6) 2016.

Event description:
It is further reported that the patient is experiencing instability.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eval summary: operative notes were not provided. Radiographs were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain add'l info; however, no further info has been received to date. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.